Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection of the instrument found damage on the plastic proximal clevis. This condition contributed to the difficulty removing the instrument from the cannula. A broken piece measuring approximately 0.135¿ x 0.174¿ was missing as a result of the breakage. No thermal damage confirmed. The conductor wire and insulation were not damaged. The root cause is indicative of mishandling and misuse such as excess force applied to the distal end of the instrument. Additionally, further investigation identified a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result of this failure. The yaw cable likely became derailed as a result of the broken clevis. The root cause of this unrelated failure is indicative of a component failure. A review of the instrument log for the permanent cautery hook instrument (470183-14/k11220314 0003) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. No usage logged on the documented event date of (B)(6) 2022 based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the permanent cautery hook instrument could not be removed from the trocar. The instrument has been returned and evaluated by the failure analysis team and a piece of the instrument clevis was missing. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during procedure a da vinci-assisted, the permanent cautery hook instrument was difficult to remove. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: it was reported that this event occurred when they were finishing a case and the instruments were being removed. That was when the instrument got stuck in the trocar. The port size was not increased to remove the trocar and instrument together. The procedure was already completed with the instrument and no backup instrument was needed. There was no fragments that fell into patient and there was no patient injury due to the issue.